Event description:
The complainant reported that a therapeutic radiofrequency ablation (rfa) for hepatocellular carcinoma (hcc) was percutaneously performed on a patient (age and gender unk). The rfa procedure was performed using the step-method advancement and the ablation was performed at 90w for 10 minutes. The complainant reported employing a metal guidewire during the procedure. The procedure was completed successfully using this device. Upon withdrawal of the device, a 1cm burn was noted on the patient at the point of insertion. The device was noted to have the insulation peeled 3cm from the distal tip. The patient sustained a third degree burn with redness and was treated with a cool down to the area. The patient's condition is reported to be good.